Event description:
The customer reported that the system froze after an exposure was taken. The hard drive was replaced, which may have lost the image. It is possible that the image was retaken, resulting in unintended radiation exposure

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The hard drive was replaced. A preloaded hard drive was shipped to virtual imaging for installation into the control system. (B)(4).